Manufacturer narrative:
D9: product received date 15-july-2024. H3: one device was returned for repair in used condition with complaint of system fault. Visual evaluation found device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. Service history review identified that the device was last serviced 18-jun-2018 for an issue related to "key beep very low set on high." The reported problem of system fault was duplicated. Device does not meet specifications, and the most probable cause is due to intermittent motor. The motor was replaced to correct the reported problem. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.